Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed loss of cartridge detection had occurred. A rewind, load, and prime sequence was performed with no issues. Investigators attempted to exercise the pump for 24 hours, however the pump emitted an occlusion alarm during testing. Bolus attempts during investigation failed due to occlusion alarms. The force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board.

Event description:
The pump was returned for recurring loss of primes. Investigation revealed a force sensor circuit component was misaligned on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2012.